Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) balloon stuck to the placed stent and the physician encountered resistance withdrawing the sds. The target lesion was located in the very tortuous and very calcified distal circumflex artery. After deploying a 2.25x12mm promus element stent at 14atm, the physician experienced resistance removing the sds and the balloon stuck to the deployed stent. The physician attempted to inflate the balloon several times before removing again, but this was not successful. The physician was able to remove the sds by using additional force. This event did not impact the stents apposition and there were no patient complications reported. The patient's post procedure condition is stable.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) balloon stuck to the placed stent and the physician encountered resistance withdrawing the sds. The target lesion was located in the very tortuous and very calcified distal circumflex artery. After deploying a 2.25x12mm promus element stent at 14atm, the physician experienced resistance removing the sds and the balloon stuck to the deployed stent. The physician attempted to inflate the balloon several times before removing again, but this was not successful. The physician was able to remove the sds by using additional force. This event did not impact the stents apposition and there were no patient complications reported. The patient's post procedure condition is stable.

Manufacturer narrative:
Device evaluated by MFR: an examination of the device found the device was returned to the complaint investigation site with the balloon partially inflated and full of solidified contrast media. The device was soaked to remove the contrast media that was present in both the balloon and the guidewire lumen. The balloon was inflated to its rated burst pressure of 18 atm. The inflation device was verified at 18 atmospheres (atm). The device was inflated and maintained inflation pressure for 15-30 seconds as per direction for use. The hypotube of the device had a severe kink 180mm from the strain relief. The tip section of the device was examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).